Manufacturer narrative:
The report of low flow alarms was confirmed based upon the submitted system controller log files. The submitted log files contained data from (B)(6) 2017 at 14:45 to (B)(6) 2017 at 14:54, and captured 136 low flow alarms, in total, from (B)(6) 2017 at 11:26 through (B)(6) 2017 at 14:54. The low flow alarms occurred when the estimated flow was calculated to be below the acceptable threshold of 2.5lpm. A specific cause for these events could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 5 years. The patient remains on lvad support. Additional information was requested but has not been provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on (B)(6) 2017, immediately following the system controller exchange for software upgrade purposes, it was observed that lvad parameters were lower than on the previous system controller. The patient was clinically unchanged. The lvad system began producing low flow alarms starting on (B)(6) 2017 without any patient symptoms. The primary system controller was exchanged with the backup system controller, and the parameters did not significantly change. The patient began experiencing heart failure symptoms. On (B)(6) 2017 the patient was scheduled to undergo another echocardiogram. No changes were made to the pump settings, and the patient did not tolerate any speed changes on tamp echocardiogram. Additional information was requested but was not provided.